Event description:
It was reported that this patient was experiencing diaphragmatic stimulation on this left ventricular (lv) lead. The patient subsequently underwent a procedure in which initially the lv port was going to be plugged. However, ultimately, the lv lead remained in the lv port and a left bundle lead was placed into the rv port. This lv lead remains in service. Other than the surgical procedure, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).